Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vaginal cuff closure, the thread broke at the swage. The surgeon just got a new strand of suture to continue the case. There was no patient injury.